Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing for side to side anastomosis of functional end to end anastomosis in a laparoscopic c olectomy procedure, the surgeon fully fired the device, and returned the knife to the initial position then opened the jaws, however the surgeon could not remove the cartridge from the tissue. The surgeon removed the cartridge from the tissue by force and the tissue was damaged. Oozing bleeding occurred as a result of the issue. The surgeon said the mucosa seemed to get stuck in the knife blade. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. There was no patient injury.